Manufacturer narrative:
The ventilator was investigated on-site. No fault was found, pre-use check was successful and no parts were replaced. The device logs were saved and sent for evaluation. Evaluation of the received device logs show that the pre-use check prior to and after the event were successful the logs show that the ventilation period prior to the reported issue was in niv ps (non invasive ventilation pressure control) and it functioned without issues for almost 2 hours. The ventilator was set to the standby mode and after 1 minute, ventilation was restarted. Even this time the ventilation mode was in niv ps but soon after the ventilator was again set to the standby mode. This was repeated six more times in a period or 4 minutes. Thereafter the ventilator was turned off. After turning on the ventilator, ventilation was started in the prvc (pressure regulated volume control) invasive mode of ventilation and went on for about 30 minutes without issues. There are no technical errors in the logs to indicate a ventilator malfunction. Our evaluation confirms that the user had issues of changing from niv to invasive ventilation. According to the user, the button for selecting the invasive type of ventilation was unresponsive. There is no technical error or software warnings in the log to explain the reported difficulty of changing the type of ventilation. The ventilator worked properly without further issues after the event and no parts were found faulty. Our conclusion is that there seems to have been difficulties to change the type of ventilation but there is nothing in the logs to indicate that there was a technical failure of ventilator at the time of the event. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that while a patient was being ventilated in the a niv ventilation mode, the nurse wanted to change to an invasive mode but it was not possible despite several attempts that were made. The ventilator was each time set to the standby mode and the ventilator did not respond to the pressing of the invasive mode to enable the mode change but it was possible to resume ventilation in the niv mode of ventilation. Finally the ventilator was turned off and turned on again where after an invasive mode was chosen. During the episode the patient desaturated to 20%. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).